Event description:
It was reported that the patient observed an ¿doctor¿ power-on-rest (por) icon on the patient programmer unit of their implantable neurostimulator (ins) system. It was also noted that the patient did not feel the any stimulation. In addition, it was noted that the patient had not had any medical procedures. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot # v018818, implanted: (B)(6) 2007, product type lead. (B)(4).